Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineer (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log. Fse reproduced the error by performing an all-set home operation. Fse found the sample arm theta axis binding could not rotate. Fse resolved the complaint by lubricating the sampler theta axis and replacing the sample nozzle. Fse also noted broken sample cup tab positions 1 & 4 and replaced them. Fse validated the analyzer by successfully performing a quality control run without errors and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-360 operator's manual: list of error messages states the following: (4030) spec. T-axis home overrun is generated when the specimen axis motor overran on the home side. Solution: turn the power off and on again. If this problem reoccurs, contact the service department. (2012) air detected (diluent) is generated when there is no contact with the liquid after diluent suction. Solution: contact the service department. The most probable cause of the reported event is due to faulty sample nozzle and sampler theta axis needed lubrication.

Event description:
A customer reported getting error messages "4030 spec t-axis home overrun" and "2012 air detected (diluent)" on the aia-360 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.